Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient tested 4.4 inr and >8.0 inr on the coaguchek xs system. Test strips have been left in the caller's car. No treatment information provided. Requested return of suspect system and replacement was sent.